Event description:
It was reported that the dissecting tool broke while removing the bicornal flap. The immediate region was searched, but the broken piece could not be located. The next surgical team began the 3rd part of the staged procedure. Finally, the flap was replaced. A routine post-operative CT scan revealed a metallic object embedded within the medial right frontal lobe in the region of the craniotomy. Another CT scan was performed the next day to confirm that a metallic object was embedded in the pt. The pt was returned to surgery to remove the metallic object.

Manufacturer narrative:
Comments: device not available for eval. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."